Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling monorail (mr) balloon catheter with no other devices. There was a blood like substance in the inflation lumen and balloon. Visual and tactile inspection of the proximal hub and shaft presented no damage or irregularities. Microscopic examination of the distal end of the catheter revealed a longitudinal tear in the balloon wall. The tear was 2 mm long and 24 mm from the proximal edge of the distal markerband. Magnified inspection of the balloon material at the edges of the tear presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Access was gained through the femoral artery. The 80% stenosed de novo lesion being treated was located in the mildly calcified and moderately tortuous common iliac artery. The 7.0x40/135 sterling monorail balloon dilatation catheter was advanced to the target lesion when the balloon ruptured at 10 atm on the first inflation. The procedure was completed with another of the same device. There were not patient complications reported and the patient status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Access was gained through the femoral artery. The 80% stenosed de novo lesion being treated was located in the mildly calcified and moderately tortuous common iliac artery. The 7.0x40/135 sterling monorail balloon dilatation catheter was advanced to the target lesion when the balloon ruptured at 10 atm on the first inflation. The procedure was completed with another of the same device. There were not patient complications reported and the patient status is good.